Event description:
The complainant reported that the physician attempting to reposition impella cp when it was inadvertently pulled across the valve. The physician made decision to remove the cp. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was a use issue since the pump was inadvertently pulled across the valve during repositioning.